Event description:
It was reported to philips that the heartstart xl+ defibrillator exhibited an error report. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting address line 1: (B)(6).

Manufacturer narrative:
This report is based on information provided by philips sales representative and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ defibrillator indicating that the device exhibited an error report. Based on the information provided, the cable was not connected to the device properly. Good faith efforts were unable to determine what cable the customer was referring. However, it was confirmed that after reconnecting the cable, the device passed the operational test. The device was returned to service and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was user error. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The cable was properly reconnected to the device to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.